Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this event, with report numbers of 3008264254-2017-00115 and 1226348-2017-00132.

Event description:
As reported by a healthcare professional, an enterprise stent (enc452212/ 10671703) deployed prematurely in the body/shaft of a prowler select plus microcatheter (606s255x/ 17542525) during basilar artery stenting for stenosis and it was necessary to remove the microcatheter from the patient. It was reported that there was a continuous flush through the microcatheter and neither of the devices appeared damaged during the procedure. The event did not result in patient injury, but result in a procedure delay of 25 to 30 minutes.

Manufacturer narrative:
It was initially reported that the device would be returned for analysis; however, the device was not returned. Conclusion: as reported by a healthcare professional, an enterprise stent (enc452212/ 10671703) deployed prematurely in the body/shaft of a prowler select plus microcatheter (606s255x/ 17542525) during basilar artery stenting for stenosis and it was necessary to remove the microcatheter from the patient. It was reported that there was a continuous flush through the microcatheter and neither of the devices appeared damaged during the procedure. The event did not result in patient injury, but result in a procedure delay of 25 to 30 minutes. Product file (B)(4): the enterprise was not returned for analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Product file (B)(4): the prowler select plus was not returned for analysis. The DHR review of the manufacturing documentation associated with this lot 17542525 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance between the enterprise and prowler select plus could not be confirmed without product return for analysis. The root cause of the event could not be determined based on the information provided. There is no current safety signal identified related to the reported even based on reviews of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported by a healthcare professional, an enterprise stent (enc452212/ 10671703) deployed prematurely in the body/shaft of a prowler select plus microcatheter (606s255x/ 17542525) during basilar artery stenting for stenosis and it was necessary to remove the microcatheter from the patient. It was reported that there was a continuous flush through the microcatheter and neither of the devices appeared damaged during the procedure. The event did not result in patient injury, but result in a procedure delay of 25 to 30 minutes. A non-sterile enterprise device was received inside of a pouch. The delivery wire was inspected and no damages were found on it. The introducer tube was inspected and no damages were noted on it. The stent was received deployed in luer of the hub of the microcatheter. The delivery wire was inspected under vision system; no damages were noted on it, but dry residues of saline solution were noted adhered on coil section. The functional test could not be performed since the stent was received deployed it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of this complaint involved lot # 10671703. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The premature deployment was confirmed since the stent was received deployed. The delivery wire withdrawal difficulty through the microcatheter could not be evaluated. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Handling and procedural factors could be contributed to this condition. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this event, with report numbers of 3008264254-2017-00115 and 1226348-2017-00132.